Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation and a pinhole was noted. The procedure was completed with a different device. There was no patient injury.